Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was installed and was about to be inserted into the patient; however, the handle could not be rotated and was fractured. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition following the procedure was stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Initial reporter address 1: (B)(6). Block h6: device code 1069 captures the reportable event of handle won't turn. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the handle assembly was returned while the ligator head was not returned for analysis. The trip wire was partially rolled in the handle assembly, it was also secured in the handle slot when received; however, the trip wire was kinked in several locations. A crimp was present on the tripwire. The suture was intact and it was attached to the distal loop of the trip wire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was installed and was about to be inserted into the patient; however, the handle could not be rotated and was fractured. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition following the procedure was stable.